Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician experienced difficulty placing the lead. The stylet would not pass through the inner lumen beyond the ring electrode and the helix would not retract after multiple placement attempts. The lead was not used and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The product has been returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.